Manufacturer narrative:
The customer stated a false positive architect havab igg result was generated. Upon repeat the result was negative. A retained kit of architect havab igg lot 44501li00 was tested in a specificity set-up. All control values and additional replicates of defibrinated hav negative human plasma met specifications and the results were in the typical range and no false reactive results were obtained. Additionally a review for non-conformances and deviations associated with lot 44501li00 was performed. This review did not identify any non-conformances or deviations. Customer complaint data was reviewed and no adverse trends were identified. The architect havab igg reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27.

Event description:
The customer stated that a (B)(6) architect havab igg result of (B)(6) was generated. The sample was repeated and a (B)(6) result of (B)(6) was generated. There was no report of impact to patient management.